Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported a no signal alarm issue with the adc freestyle libre 2 sensor, which resulted in the low glucose alarm failing to trigger. The customer experienced a loss of consciousness and required treatment with glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.